Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 6/25/2025. D4 batch # c9ey1d. B3: exact date is unk. Assumed first day of the month. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and no clips were fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the one(1) clip was found jammed in the clip track causing the feeding issues. In addition, thirteen (13) clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch c9ey1d number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ey1d, and no non-conformances were identified.